Event description:
It was reported that during a percutaneous coronary intervention (pci), an imaging catheter was stuck at the middle of a stent. The lesion being treated was severly calcified, 80% stenosed with severe tortuosity at left anterior descending (lad) mid. The lesion was pre-dilated and a stent was deployed. During in-stent imaging with intravascular ultra sound (ivus) catheter, the catheter got stuck at the mid of the stent. The physician was able to release the catheter from the stent by removing the imaging core, then inserting a guidewire and withdrawing guidewire and imaging catheter together from the patient's body. It was reported that the stent was dilated with low pressure and the physician commented it may not have fully expanded in the middle. The lesion was post-dilated with quantum maverick guide catheter. The procedure was terminated. The patient was reported to be in good condition.